Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a burnout of the surgical site while using a reusable forceps (B)(4). No additional information has been provided after several attempts.

Manufacturer narrative:
Additional information received: patient age and gender - female / 68 years old. Name of procedure performed - microdiscectomy in l 3/4, lt. Did the reported event cause any delays in the procedure or surgery over 30 minutes? It took about one more hour to check whether csf leakages or not. What was the extent of the burn ¿ was it superficial? How large was it? Damage to the dura has been identified. About 5mm x 5mm. Location of the burn? L 3/4 thecal sac. Was treatment of the burn necessary? Yes, we used the dura mater supplement. What is the current status of the burn? Fortunately, csf leak did not occur, but if it did, more aggressive surgery would have been performed.

Event description:
N/a.

Manufacturer narrative:
The reusable forceps (ID 802902) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the forceps unit was inspected by the failure analyst. The failure analyst noted that the forceps were missing their silver tips, indicating some sort of manufacturing defect. Functional testing not recommended or needed due to defect. The complaint could be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A device history record (DHR) review and trending were performed as part of the evaluation. Product was received for analysis and the investigation could not confirm the complaint. The risk remains acceptable per the risk analysis. Possible root cause is ¿loss / uncontrolled thermal conductivity¿ or ¿excessive heat buildup¿.

Event description:
N/a.